Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for evaluation where service was unable to reproduce the event. It was found the device was missing one mounting foot and a socket cover. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was not able to operate with the coagulation function. The reported problem was found during a procedure, which was delayed only to switch the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.